Manufacturer narrative:
(B)(4). The device was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a homechoice device presented an unspecified system error. It was reported that this occurred during use, however, the patient was not connected. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd). There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The event history log review indicated several alarms, but as the reported error was verified as system error 2044. External and internal inspection was performed on the device and it did not meet specifications. The device passed the return instrument test/evaluation (rite) electrical test, however it failed the rite functional test. A priming sequence was performed as well as a cycler remote toolbox (crt) pneumatic system test and the pump assembly did not activate. A crt temp monitor heater test was performed and failed. The cause of the problem was determined to be an overheated j1/p1 connection on the accomp printed circuit board (pcb). Accomp pcb and ac power cable were scrapped and the device passed simulated therapy with no errors. Should additional relevant information become available, a supplemental report will be submitted.